Event description:
Alleged while transporting the pt with the bed unplugged the pt alleged that they felt a shock. No injury reported.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.